Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose (bg) level was impacted above (500 mg/dl). The customer took a bolus and manual injection to stabilize bg level. Reportedly, a tornado recently struck the customers house and damaged the power line. During this time, the pump was plugged into a power source. The customer believes the power source damaged the pump battery. It was indicated that the customer would continue to use the pump until the replacement arrives.